Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ac power cord reel. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had ground pin and ac power cord broken. There was no patient involvement reported.